Manufacturer narrative:
The product was not returned for eval. Elevated iop is noted as an operative and postoperative complication in the labeling/directions for use (dfu) for this product. Additional info was requested on 06/04/2010, 06/07/2010, 06/08/2010, 06/10/2010 and 06/22/2010 by phone, fax and mail. (B)(4).

Event description:
Adverse event(s): "elevated iop" (intraocular pressure rise). Product problem(s): "no information" (no information). A surgeon reported three pts experienced elevated intraocular pressure (iop) following retinopexy procedures where this product was used at 20% dilution with filtered room air. There are no pt identifiers available at this time. Additional info has been requested.